Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10366. It was reported the patient experienced ineffective stimulation due to the l4 and s1 leads migrating. Surgical intervention was undertaken during which the migrated leads were explanted and replaced. Surgical intervention addressed the issue.